Event description:
Venipuncture performed with butterfly for ivp contrast injection. Immediately after performing venipuncture, blood began flowing out of hole which was located near the connection site of tubing and butterfly needle.